Event description:
It was reported that the customer's insulin pump went into threshold suspend when the customer's blood glucose level was above the threshold suspend limit of 60 mg/dl. The customer stated that his sensor glucose levels were reading in the 50s mg/dl. The customer's blood glucose level at the time of the report was 181 mg/dl. The customer also stated he had issues with lost sensor alerts. Standard troubleshooting was performed. The customer removed his sensor. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.